Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-60, lot# 0205955287, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3878-60, lot# 0205574453, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 977c165, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during impedance check prior to elective replacement indicator (eri) replacement of the ins, it was found that one lead was reporting high impedances that were out of range. There was no known external factor that contributed to the event. Troubleshooting was performed, an impedance check. It was decided by the physician that both leads would be replaced, as it was not possible to determine which lead was giving out of range impedances. During the surgical procedure, the surgeon could not get the new lead placed in a mid-line and in the end decided to change the lead because they were concerned the lead was damaged. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient did not experience any symptoms.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-39, serial# unknown, product type: accessory. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code (B)(4) belongs to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) reporting that eri was considered normal. The cause of the high impedances was not known, that was why the decision was made to replace the leads. It was noted that the leads were cut during removal. The patient¿s indication for use included peripheral neuropathy.

Manufacturer narrative:
(B)(4) belongs to the leads, model # 3878-60, serial #s (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for the lead 0205955287 revealed the lead body conductor was broken at the titan anchor site. Conductor #1 is broken 18.6 cm from the distal end. Device analysis for the lead 0205574453 revealed the lead body conductor was broken at the titan anchor site. All conductors were broken 19.2 cm from the distal end. Device analysis for lead va17rnw010. Revealed no anomaly found. If information is provided in the future, a supplemental report will be issued.